Event description:
The reporter states that she obtained the following blood glucose comparisons on the accu-chek compact plus system: "lo" (less than 10 mg/dl) and 204 mg/dl; "lo" (less than 10 mg/dl) and 220 mg/dl; "lo" (less than 10 mg/dl) and 192 mg/dl. All aforementioned tests were obtained within 10 minutes. No reported actions taken. No adverse event reported. New system sent to customer and return requested.